Event description:
See initial report.

Manufacturer narrative:
The log files of the essenz cockpit log files analysed and found several 2335 error code in different procedure occurred in different days. However, no 2335 error code was displayed on the event date (may 1st, 2025). Also, not "cpl pump defective" error message found in the three log files of the event date. The complained roller pump was tested with no issue: the device was working properly and no hw malfunction was confirmed. Error 2335 was not displayed on event date. However, the risk associated with the error 2335 is a potential false alarm with the expected pump stop with an adequate alarm level. The pump stop is reversible by rotating the knob of the roller pump or starting the pump automatically via a master/follower command. Therefore, the pump was correctly working and the event associated to the display of the error 2335 (occurred on previous days) has unlikely possibility to cause any patient injury. Therefore, the event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a pump of an essenz console, used as cardioplegia pump, was found defective during procedure. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). The cockpit log files have been requested and analyzed. It was found that several errors code 2335 occurred in a different procedure and in different day: not in the event date reported by the customer (1st may 2025). This error code can potentially lead to a pump stop disabling the pump restarts only in case of a mechanical block that can always be detectable by the user. Indeed, the pump cannot be restarted by turning the knob, but only by removing the mechanical blockage (e.g. Over occlusion, foreign materials). For this reason, this type of error is not likely to cause or contribute to patient serious injury or death, even if reoccurs. In addition, on the event date no "cardioplegia pump defective" error message was found in the three (3) log files generated by the cockpit. However, at the moment this event remains conservatively reportable until the event date is clarified and that the error claimed by the customer refers to 2335 code. Investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.